Event description:
Broken tibia component of sled prosthesis.

Manufacturer narrative:
This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link mitus also is marketed in the u.s. Is submitting this MDR to ensure full compliance with 21 cfr part 803.